Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had gone through 6 infusion sets. Customer's blood glucose was high. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose was 309 mg/dl at time of call. Customer mentioned the cannula was bent. Device had alarmed a no delivery alarm. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.